Manufacturer narrative:
The device was forwarded to our failure analysis center for further review and the reported issue could also not be reproduced. After performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. A cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report their device had intermittently lost power several times while monitoring the patient through 12-lead ECG. The patient associated with the reported event was not harmed.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. The electronic patient record from the reported event was downloaded and reviewed. Upon review of the electronic patient record, physio-control observed that the customer's device had intermittently lost power twice while performing 12-lead ECG. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report their device had intermittently lost power several times while monitoring the patient through 12-lead ECG. The patient associated with the reported event was not harmed.